Event description:
Information was received that the cadd administration set for a pump tubing was leaking. Drug being infused fluorouracil (5fu). No reported adverse effects.

Manufacturer narrative:
Device evaluation- one unused devices was returned for evaluation. The visual inspection of the device showed no abnormalities. The sample was given functional testing to check for leakage. The returned device was found to meet with specifications with no leakage identified. The reported issue could not be confirmed during testing. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled.